Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that it there was calcification extending beneath aortic annular plane in the interventricular septum and the implant depth was 4mm from the non-coronary cusp. No information was received regarding pre-existing arrhythmia was received. It was also noted that the patient went into irregular rhythm after balloon valvuloplasty but prior to the introducation of the flexnav with navitor. Based on available information, the reported event appears to be related to procedural conditions (balloon valvuloplasty). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, 29mm navitor valve was chosen for implant using a flexnav delivery system. There was calcification extending beneath the aortic annular plane in the interventricular septum. During procedure after balloon valvuloplasty, the patient went into a complete heart block prior to the introduction of flexnav with navitor valve. The valve was implanted at a final depth of 4mm. After the procedure, the patient received a permanent pacemaker.

Event description:
It was reported that on (B)(6) 2024, an unknown size navitor valve was chosen for implant using a unknown size flexnav delivery system. During procedure, after balloon valvuloplasty the patient went to irregular rhythm prior to the introduction of flexnav with navitor valve. The valve was implanted. After the procedure, the patient received a permanent pacemaker. There was no adverse consequences.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.